Event description:
It was reported that the patient was seen due to a syncopal episode. It was also noted that there was a lead warning due to oversensing and high impedance on the right ventricular (rv) lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# (B)(4) a distal portion was received measuring 16.5 cm. The lead was returned analyzed and revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).